Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint as the temperatures during quality testing did exceed requirements. The returned attachment was tested by manufacturing personnel and did not meet production specification. Quality personnel then investigated the attachment. The maximum temperature while free running the attachment with coolant spray off was 108.5°c after only 27 seconds and then attachment stopped working. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate to minor gear wear on the head-tail and head assemblies. Cap end bearing retainer exhibited horizontal wear and it was covered with debris. Bur end bearing retainer was completely destroyed. This failure would have resulted in instability of the set assembly and introduced abrasive material to the inner components of the head and neck during use. A significant amount of debris/retainer material was observed inside the cap and head cavities and inner components. Some corrosion was also seen within head-tail assembly. Bur end bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.